Manufacturer narrative:
Insulin pump received with blank display due to interface board broken solder joint. No audio/beep anomaly noted. Unable to confirm program alarm anomaly alarm and unable to perform any tests due to blank display. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. (B)(4).

Event description:
Customer reported via phone call that he dropped his insulin pump. Device alarmed program alarm anomaly alarm. Device had a blank display. Customer's blood glucose was 91 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.